Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited loss of vibratory notifier. No intervention was reported. There were no patient consequences.